Event description:
It is reported that the tap fracture during use. The fractured portion was not retrievable and remains in the pt. A shorter screw than planned was implanted and still sat slightly proud due to fractured portion blocking the way.

Manufacturer narrative:
This report will be amended when our investigation is complete.